Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The return product analysis on the returned transmitter revealed a defective battery. The issue was further investigated and addressed through a corrective and preventative action(CAPA). The user was given a new transmitter to continue using the system.

Event description:
Senseonics was made aware of an incident where the patient reported that the transmitter was burnt during the last charging, and top side was slightly melted. Transmitter was on the charging cradle for 30 minutes.